Event description:
It was reported that the obturator came apart before use. No pt complications were reported.

Manufacturer narrative:
The obturator was returned with the hub detached. Examination of the two components fund there to be a bond separation. Adhesive was visible on the hub.